Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of stenosis is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(6). It was reported that (B)(6) 2022 one 3.5x28 mm esprit btk scaffold was implanted in the left peroneal artery. On (B)(6) 2025 the patient came in for the three years follow up visit. Doppler ultrasound found 50 to 80% stenosis in the target lesion. There is no planned treatment at this time. No additional information was provided.